Manufacturer narrative:
Complaint article and the log files were received by d.o.r.c.. Investigation is ongoing. No appropriate corrective/preventative actions can be taken until the investigation is completed. The pedal was sent to the supplier for external evaluation. A final report will be issued after the supplier's evaluation has been completed.

Event description:
The customer reported that during a procedure pressing the foot pedal of the eva system did not trigger any response of the machine. The surgery was completed with a back up unit. No patient harm occurred, however, the whole procedure was prolonged.

Manufacturer narrative:
Complaint article and the log files were received by d.o.r.c.. Investigation is ongoing.

Event description:
The customer reported that during a procedure pressing the foot pedal of the eva system did not trigger any response of the machine. The surgery was completed with a back up unit. No patient harm occurred, however, the whole procedure was prolonged.

Manufacturer narrative:
With regards to the event a foot pedal and logfiles were returned for investigation. Review of the logfiles revealed several occurrences of a fop5001 error. This error indicates that an incorrect pedal position was detected. Investigation of the returned foot pedal revealed that the error was triggered by an issue with vertical parameter of the foot pedal. Further investigation determined that this failure occurred due to installation of a software upgrade with an incompatible software version. Historical review of the complaint database indicated that no similar complaints have been logged previously. Based upon the available information, it was determined that this event can be attributed to inadequate training of the service employee involved.

Event description:
The customer reported that during a procedure pressing the foot pedal of the eva system did not trigger any response of the machine. The surgery was completed with a back up unit. No patient harm occurred, however, the whole procedure was prolonged.